Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) because both cylinders had broken down silicone components. The cylinders appeared to be frayed about mid way down. The break down was believed to have caused fluid loss since the ipp system had no fluid prior to explanting it. The cylinders and pump were removed, but the reservoir was drained and remains implanted in the left side. A new ipp was implanted and the new reservoir was placed on the right side. The new device was tested, and it functioned as expected. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.